Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) battery compartment issue. There is no indication of an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, the battery compartment was cracked above and below the bumper pad. Unrelated to the original complaint, the display had a pink contrast. Additionally, the keypad was intact, and the ok keypad button was under responsive. The keypad cover was removed to find a cracked ok button contact. No contamination was found under the button contacts.